Event description:
The customer reported that the error collimator iris potentiometer displayed on the system. No patient injury was reported.

Manufacturer narrative:
The ge service rep removed & replaced hv cable assembly. The system operates as intended.